Event description:
Caller reported blood glucose results of 18 mmol/l and 6.3 mmol/l within 10 minutes, "(same meter same time)", on the accu-chek compact plus system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter, strips, and controls, replacement sent.

Manufacturer narrative:
The incident occurred in (B)(6).

Event description:
Oversensing was reported on the atrial lead during a sensing test. The clinician and doctor report that the patient was in sinus rhythm at time of sensing test and the noise was reproducible during provocative testing. Impedance in the atrium is 440 ohms and steady since implant. On (B)(6) 2010- the doctor decided to program the device to single chamber and so no surgical intervention is necessary.